Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the rubber feet were missing. A review of the event history log (ehl) identified motor rate error. During the functional testing was able to duplicate the reported issue. The root cause of the issue was related to normal wear as the pump was over 6 years old. Replaced worm coupling, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump motor stalled. No patient injury was reported.